Event description:
It was reported that patient went to emergency room (ER) due to experiencing redness around implantable pulse generator (ipg) site, severe soreness over ipg site and leads, fluid around his ipg site seen on imaging of low back, soft palpable swelling to back - mild on left near ipg site and mild erythema around ipg site. It was also noted that the patient was suspected of having allergic reaction to the ipg. The patient will undergo explant procedure. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient went to emergency room (ER) due to experiencing redness around implantable pulse generator (ipg) site, severe soreness over ipg site and leads, fluid around his ipg site seen on imaging of low back, soft palpable swelling to back - mild on left near ipg site and mild erythema around ipg site. It was also noted that the patient was suspected of having allergic reaction to the ipg. The patient will undergo explant procedure.